Event description:
It was reported that the biomed had an arctic sun device that was not cooling and would be coming in for investigation. Per follow up information received via email on (B)(6) 2022, there was no patient involvement reported. The device was coming in for assessment for possible chiller failure. Per sample evaluation results received on (B)(6) 2022, neutral connection between power inlet module and main ac voltage circuit card showing signs of electrical overstress. Odor observed from unit during decontamination. Double bend tube was found expanded. Tank seals were found lifted. The device underwent preventive maintenance servicing while in for repair.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the biomed had an arctic sun device that was not cooling and would be coming in for investigation. Per follow up information received via email on 16-sep-2022, there was no patient involvement reported. The device was coming in for assessment for possible chiller failure. Per sample evaluation results received on 27-oct-2022, neutral connection between power inlet module and main ac voltage circuit card showing signs of electrical overstress. Odor observed from unit during decontamination. Double bend tube was found expanded. Tank seals were found lifted. The device underwent preventive maintenance servicing while in for repair.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was: inadequate verification and validation activities of the crimping process. Single pull test did not provide stability of process. Evidence was not provided when requested for maintenance of records or crimp tools. No crimp cross-sections provided. A device history record review was not performed. Labeling review was not required because labeling could not have prevented this issue. The actual/suspected device was inspected.